Event description:
The international distributor ((B)(4)) reported an issue encountered with the mps delivery set during use. The report from their customer stated that during priming a leak was observed from the arrest agent stopcock. The report stated the delivery set was discarded and not returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The lot number was provided so a review of the device history records was performed. Review found that the stopcock lot used for the device was manufactured prior to corrections made from a previous scar 16-40.